Manufacturer narrative:
Date of event: bsc aware date used as event date is unknown.

Event description:
Reported via social media. It was reported that device movement and explant occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified point, the device moved from its intended location and open-heart surgery was required to remove the closure device.